Manufacturer narrative:
(B)(4). The customer reported that the loaner device is defective. No symptom was provided. No pt involvement was reported. On (B)(6) 2011 the issue was clarified by a philips field svc engineer as a failure to power up as expected. The customer did not repair the device. They have purchased a new defibrillator. We are considering this a malfunction. We cannot determine the cause.

Event description:
The customer reported that the loaner device is defective. No symptom was provided. No pt involvement was reported.